Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply did not deliver power to the harvesting tool. Device was removed from service and returned to the company for analysis. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Trackwise number # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. There were some signs of clinical use and no evidence of blood. A crack was observed above and below the adaptor port on the power supply. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests. Based on the results of the evaluation, the reported complaint was not confirmed for "failure to deliver energy," but was confirmed for the analyzed failure mode "crack; case."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, (B)(4) did not deliver power to the harvesting tool. Device was removed from service and returned to the company for analysis. The hospital did not report any patient effects.